Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(6) of constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced constipation. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient began treatment with tobramycin 1 gm daily ip, and reflin 80 mg daily ip. The root cause of the peritonitis was constipation. Pd therapy was ongoing. The peritonitis was resolving. It was unknown whether the constipation resolved.